Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, the device delivered an alert for an extended charge time limit reached during a capacitor maintenance. The alert was related to the high voltage capacitor. A capacitor regeneration was performed and the charging time was good. The device was explanted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.